Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that when setting the bed into brake the bed would still roll. No pt impact.